Event description:
The mini vidas is a multiparametric analyzer that contains two sections (a and b) each holding 6 tests. Each section operates independently from the other. On 2 positions (a1 and a2) of the minividas instrument, the positive control for rubella igg produced negative results. In addition, the customer got differnet results in section a than in section b for the same pt. The customer ran controls in position a everyday so they do not believe any false results were reported out.